Event description:
Patient reported a right side deflation. Patient stated that when the deflation occurred [they] felt "cold" and stated that the implant "dropped". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: brown particles in the fill channel, flat creases and one curved opening. A leak test was performed which identified an opening. A microscopic analysis was performed which identified: one sharp opening assessed as unidentified (tear) opening. Fill inspection was performed and identified no blockage in the valve.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a right side deflation. Patient stated that when the deflation occurred [they] felt "cold" and stated that the implant "dropped." Device remains implanted.

Event description:
The device has been explanted.